Event description:
The customer contacted baxter's technical service center regarding a system error 2367 alarm, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) stated she woke up to the hc beeping and no alarms showed. The tsr had the hp cycle the machine and the hc alarmed se 2367. The tsr instructed the hp to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with the previous supplies. She did not have a sample or lot number available. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2011 and far as she knows the patient has been completing therapy successfully. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.